Event description:
It was reported that the lead had a sharp bend in the pocket, and an insulation defect was noticed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; the analyst noted that the reported insulation issue was most likely due to explant cautery melt; full lead returned and analyzed.